Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the batteries would not last. Battery cap had been replaced. Customer's blood glucose was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and no low battery alerts or failed battery test was noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window.